Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant procedure the patient experienced pericardial effusion following a possible micro perforation by the right atrial (ra) lead. The ra and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced shortness of breath, chest tightness, and right ventricle collapse. The patient is a participant in the post approval clinical surveillance product surveillance registry.